Manufacturer narrative:
Device out of warranty to request for manufacturer's service.

Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a pt therefore there was no patient involvement or harm. The hosp biomedical engineer reported the remote alarm connector on the main pcb board was loose. As the device was out of warranty, the biomedical engineer reported the finding would be corrected to address the reported problem.